Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the device was prepared for use as per the directions for use. Also, continuous was flush set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the as reported "coil introducer sheath friction, coil jammed and main coil prematurely detached/separated during use" for this complaint. The device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure, the subject coil felt resistance advancing the introducer sheath. When the operator advanced the subject coil through the microcatheter, the subject coil got stuck in the middle of the microcatheter. Therefore, the operator tried to pull back the subject coil, while doing so the subject coil detached prematurely in the microcatheter. The subject coil and the microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.